Manufacturer narrative:
The specimens are lithium heparin plasma with a gel barrier. The customer reports no qc or hardware issues. A system check performed on (B)(4) 2010 was within specifications. The customer is not questioning any other assay or results. Per customer, a field service engineer (fse) inspected the instrument and no hardware issues were noted. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously high troponin (accutni) results on two samples from one patient. The results were reported out of the lab. Upon repeat testing lower results were generated. No reports of death, injury, or change to patient treatment have been reported in connection with this event.